Manufacturer narrative:
Investigation summary: a photo was received for investigation. The evaluation of the photo showed the reported defect of brown substance on the shield and hub. Bd was able to duplicate or confirm the customer¿s indicated failure mode. A review of the device history record revealed no irregularities during the manufacture of the reported lot #7114184. Without a sample, an absolute root cause for this incident cannot be determined. A sample investigation will be conducted. Once the sample investigation is completed, a supplemental report will be filed.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that ¿a brown substance was found on the white tip and around the middle¿ of a bd eclipse¿ needle after drawing up the patient¿s medication. There was no report of injury or medical intervention